Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The patient was hospitalized for the peritonitis event. It was not reported if the patient was treated for the event. Ten days after event onset, pd therapy was discontinued and the patient was switched to hemodialysis. At the time of this report, the patient remained hospitalized and was recovering. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.